Event description:
Additional information received reported that the catheter was prepped normally per the IFU. The physician stated that the echelon performed and acted as intended, but just unfortunately got stuck in the onyx. They stated the equipment was not defective or had issues, and it was "just one of those things that sometimes happens when using onyx.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that after an onyx les procedure, that the account was using an echelon 10 microcatheter to deliver onyx les. The manufacturer's representative was told that the lead technologist reported that due to prolonged treatment/wait time, the catheter tip became entrapped in the onyx, and when retrieving the catheter, the distal end broke off. The physician had to use a snare to retrieve the detached catheter tip. It was stated that this was successful and there was no harm to the patient. Catheter separation due to onyx entrapment occurred. It was unknown if the physician paused during injection or if it was continuous. It was unknown if there was any onyx reflux. The catheter was broken in the distal section and all broken segments were removed from the patient. Surgical or medicinal intervention was required as the catheter tip was snared and retrieved. Catheter separation/break occurred during use. It was unknown if there was any friction or difficulty during injection or if there was any force applied during delivery or removal. The catheter was entrapped/stuck. It was unknown if there was any vasospasm. The catheter was not stuck inside the guide catheter. The injection time was unknown but noted to be "prolonged". Catheter entrapment/difficult removal occurred during onyx injection. The tip of the catheter was entrapped/stuck. The injection rate was unknown. It was unknown if there was any force appl ied during removal. It was unknown if the reported device and any accessory devices were prepared or if the catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a onyx and a snare device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.